Event description:
The customer obtained biased bun results with quality control fluids troubleshooting determined that this event is consistent with a malfunction that may cause false pt results to be reported. There was no report of harm as a result of this event.